Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. Whether the outcome was device or therapy related was not provided by the customer. The device would not be explanted. Device parameters were within normal limits.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues with (B)(6) reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated that the patient presented to the emergency department with altered mental status, chills, nausea / vomiting, and missed hemodialysis sessions on (B)(6) 2025. There was concern for calciphylaxis, and the patient was transitioned to hospice and discharged home on (B)(6) 2025. The death was not considered to be device related, and the device was stated to have operated as expected. The patient had a reported history of end stage renal disease on dialysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.